Manufacturer narrative:
Lot number or product was not provided by the reporter; therefore, unable to proceed with batch retain testing or product investigation.

Event description:
Profound and permanent neurological injuries [nervous system disorder]. Neuropathy [neuropathy peripheral]. Severe and permanent physical injuries [injury]. Copper depletion [copper deficiency]. Excess zinc [hyperzincaemia]. Case description: an attorney reported that his (B)(6) female client used fixodent denture adhesive, version unknown cream 1 applic, unspecified frequency for her dentures beginning in 1983 through (B)(6) 2009 and reported the following: profound and permanent neurological injuries, neuropathy, severe and permanent physical injuries, copper depletion, and excess zinc. Health care professional was visited. Blood copper test showed depressed levels and blood zinc test showed elevated levels. Treatment: unspecified medical care and treatment. The case outcome was not recovered/not resolved. She discontinued use of the product. Past medical history included: medical history - received upper dentures in 1983 and lower dentures in 1994. No further information was provided.